Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that "the pump was not working." Subsequently, the customer was hospitalized. Blood glucose value was not provided. The customer declined troubleshooting with tandem technical support, or to provide additional information regarding the reported issue.